Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. The device was returned and screening analysis was performed, but no issue was identified requiring full analysis. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient developed an infection and the blood cultures were positive. It was also reported the patient had a fever and the device site was "unremarkable." The patient was treated with antibiotics, the implantable cardioverter defibrillator system was removed, and no further patient complications have been reported as a result of this event.